Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's recharger belt was broken. Patient reported they have not been able to charge for about a week due to broken belt. Ins was dead and patient is having a return of pain symptoms. Additional information received from the consumer reported that the pain hadn¿t decreased. The patient stated that no steps were taken to resolve the dead implanted device and pain and on (B)(6) 2017 it would be taken out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.